Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced tiredness from symptomatic bradycardia. The patient was upgraded from a single chamber ICD to a dual chamber ICD. The local field representative reported that during the procedure the rv lead needed to be repositioned, but was instead explanted due to tissue in the helix. A new rv lead was successfully implanted.